Manufacturer narrative:
The meter involved with this complaint failed testing. The meter was found to have a low/dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Follow-up # 1 - 08/05/2015 correction. Supplemental sent to correct information previously sent. Pa meter data was available prior to original 3500a being sent and should have been included within. Data is included here.

Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging unit powers off during use. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.